Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During inspection, the fse found a live wire connection in the power point was loose which appeared to have caused the issue. The fse checked the system using a new fiber optic cable, and it is now functioning properly. The blue fiber cable is scrap item and will not be returned back to isi. System tested and verified as ready for use.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered a blue fiber cable being burnt. The customer noted that the issue occurred after the system powered on as they were confirmed to be undamaged prior to power up. The customer moved the case to another system. The procedure was aborted to another da vinci system with no reported injury.